Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection found both the outer insulation and the outer conductor coil were cut with a tool during the attempted implant procedure. Near the cut, a fracture was observed in the outer coil located approximately 95 mm from the terminal end, and resistance testing confirmed the lead was not electrically continuous. This induced damage resulted in the failure to sense that was observed during the implant procedure.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited unsatisfactory measurements and no sensing was observed. The lead was repositioned multiple times but the issues did not resolve. The lead was removed and a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited unsatisfactory measurements and no sensing was observed. The lead was repositioned multiple times but the issues did not resolve. The lead was removed and a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.